Event description:
To a moderately calcified cto lesion at proximal segment of rca, when the advancement of corsair catheter into the lesion was attempted over the guidewire, corsair got stuck with the guidewire.

Manufacturer narrative:
When returned for analysis, the corsair was stuck over the guidewire used in combination. Tip of corsair was found badly twisted and damaged over the guidewire, of which coil was decoiled and elongated over the core wire. It is inferred that, when rotational manipulation was applied to the guidewire of which distal end was advanced into the cto lesion, guidewire coil is supposed to be decoiling. Along with it, the tip of corsair might be inadvertently trapped by the damaged coil and twisted along with the rotation of the guidewire, resulting the twist and damage to the tip of corsair. It is described in the IFU; "do not use in advanced calcified lesion." As one of the contraindications and prohibitions. Warning section of the IFU describes; "if any resistance or something abnormal is felt when operating this product, do not continue the operation while the cause are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. Continuing the operation while the cause of the problem is not identified may cause damage to or rupture of the catheter, and damage the blood vessel...)...continuing rotation may damage or rupture the catheter...".